Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The grandmother to the customer reported that the customer was in the emergency room most of the day prior to the call, but not admitted to the hospital for high blood glucose levels. The customer was dehydrated and had missing fluids from his body. The grandmother took him to the hospital when he started vomiting. The doctor stated since the body fluids were down this is why the insulin was not working.